Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation where all components except for the stem were removed and replaced with competitors products. Approximately 3 weeks after the surgery, patient presented with abscess and drainage of the left hip and underwent irrigation and debridement. Approximately 2 weeks later patient presented with disassociation of the shell component and underwent a revision surgery. During the surgery, all components were removed and replaced. Another irrigation and debridement was performed along with placement of a cement spacer. Approximately 6 weeks later the patient presented with continued infection resistant to IV antibiotics and antibiotic cement spacer therapy. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient experienced an infection in correlation with the stem component along with a competitors cup, head and liner. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.